Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Broken part remains in root canal. Further treatment is planned as of this MDR. Additional information is pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information is also pending and will be submitted as it becomes available.

Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth. The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).